Event description:
A healthcare professional reported difficulty docking due to pt anatomy before creating a lasik flap, right eye. A small side cut tag was noted after the lasik flap creation. The flap was lifted and the procedure was completed. No further information is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).